Manufacturer narrative:
Serial number was not provided/verified therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient needs a controller exchange due to frayed wired covering on black power lead of system controller.

Manufacturer narrative:
Section d4, h4: additional information. Section d4 (UDI): a UDI number was inadvertently included in the previous report. Serial number is unknown therefore UDI is unknown. Section h5: correction. Manufacturer's investigation conclusion: the reported event of a tear in the black power cable jacket was confirmed via analysis of the submitted photos. Visual inspection of the submitted photos revealed a tear in the outer jacket of the black power cable near the strain relief on the controller side of the cable. A green substance consistent with fluid ingress appeared to be coming from inside the cable at the location of the tear. No other physical anomalies were observed. Additional provided information stated that no products would be returned for evaluation. It was also stated that there were no alarms associated with the reported event. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Additionally, heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.